Event description:
Vessel sealer connected, red light came on and the machine and error code appeared on davinci screen when device activated. Correction was checked, activation attempted again with an audible beep and error message on screen again. Device disconnect and the machine wa powered off for 10 seconds. Machine powered back on and device reconnected. Another attempt to activate the device made the error code occur again. Vessel sealer removed from sterile field and another was opened and connected. Same process as with the first vessel sealer. Surgeon opted to sue traditional cautery and davinci robot was powered down between cases. On the remaining case to follow, the issue had resolved.